Manufacturer narrative:
Lot number of ethernet cable external serial/lot #:(B)(4) was previously reported, that lot number is for the new component that was used as a replacement for the faulty component. Lot number of the faulty component is not available. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: cause of the damage was unknown. The customer complained that no images were transferring. We diagnosed the issue and revealed bent pins on the ethernet port and the customer was present for this.

Manufacturer narrative:
Other relevant device(s) are: product ID: acc 9680142 ethernet cable external, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the bulkhead connector was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was having trouble connecting to pacs and downloading exams. This occurred before a case, no patient was involved.